Event description:
It was reported that patient underwent revision hip procedure on (B)(6) 2012. During the procedure, while trying to implant the freedom constrained modular head into the liner and acetabular cup, the bottom of the patient's acetabulum fractured during impaction.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 3 states, " intraoperative bone perforation or fracture may occur, particularly in the presence of poor bone stock caused by osteoporosis, bone defects from previous surgery, bone resorption, or while inserting the device."

Manufacturer narrative:
Dimensional evaluation found component to be within appropriate design specification. There are warnings in the package insert that state that this type of event can occur: under warnings, it states, "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components. Malalignment of the components or inaccurate implantation can lead to excessive wear and/or failure of the implant, including the retaining ring."